Event description:
T was reported the device gave a false "no disposable" alarm. No patient involvement.

Manufacturer narrative:
Returned device was received for evaluation. Evidence of reported problem in event log was found. During the evaluation of the device, the customer's reported problem was confirmed. Pump was found to be displaying "no disposable" alarm message when a stop/start key button is pressed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.